Manufacturer narrative:
Model number: balloon: 72400024, pump: 72404127. Serial number: (B)(4). Catalog number: balloon: 72400024, pump: 72404127. UDI number: (B)(4). Expiration date: balloon: 07/11/2023, pump: 06/25/2019. Implant date: balloon: (B)(6) 2018, pump: (B)(6) 2018. Manufacture date: balloon: 07/12/2018, pump: 06/25/2018.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The system was replaced with a 4.0cm cuff, pump, and 61-70 cm h2o balloon. The patient was good following the replacement.